Event description:
It was reported the customer received a blood glucose result of 145 mg/dl at 3:00pm on the compact plus system and was having symptoms of hypoglycemia. The customer experienced symptoms of being lethargic and had a seizure. The customer's mother did not trust the result on the compact plus system and took a reading on the customer's competitor device. The competitor device gave a lower reading, however the mother could not provide the result. The mother then treated the customer with orange juice and applesauce. Later that day, at an unknown time, the patient began seizing again. The mother received a blood glucose result of 380 mg/dl on the competitor device, and a result of 168 mg/dl on the compact plus system. Caller once again took action, not believing the compact plus's lower reading. Instead, she took action based off the competitor meter by giving 2 units of npa insulin, 2 units of humulin insulin, and 2 units of regular insulin as treatment to the customer. The customer was not taken to the hospital. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.